Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies exhibited episodes of noise on all three channels occurring at 12:33 or 12:34 every day since december 22, 2004. This noise has led to three inappropriate shocks and several inappropriate mode switches. The noise is not reproducible with isometrics or pocket manipulation. In addition, the shocks occcurred when the patient was in different locations and there was no evidence of electromagnetic interference (emi). The rep was able to reproduce the noise while performing manual cap reforms. A save to disk was performed and returned to guidant for engineering analysis. The device was explanted and returned to guidant for analysis.